Event description:
Legal claim received. Update sales rep reported revision surgery due to pain and elevated metal ions. Update litigation alleged the patient suffered pain, exposure to metal ions, risk of implant loosening and, ultimately, premature replacement of the asr hip.

Event description:
Legal claim received. **update** (B)(4) 2012 - sales rep reported revision surgery due to pain and elevated metal ions. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
**Update** (B)(4) 2013 - ppd received. Part/lot has been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.